Event description:
The customer reported that the workstation froze up; keyboard functions and dicom functions failed to operate. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.